Manufacturer narrative:
An event of audible noise and failure to power up resulting in no clinical signs, symptoms or conditions which caused no health consequences or impact to patient was reported. The transmitter was exchanged and not returned. Rcts was contacted. Analysis of the information provided confirmed the event of audible noise and failure to power up. A device history record (DHR) review was not required per investigation procedure. The cause of the reported event could not be determined; however, the reported incident was resolved with assistance from the rcts.

Event description:
This report is to advise of an event observed during analysis. Burnt ac power adapter.